Event description:
Essure tubal implant. Apparently severed blood supply to ovaries, inducing perimenopause at age of (B)(6). Evidently this has happened to many women but it has not been made a mandatory disclosure to potential pts.